Event description:
The device was used during a nephrectomy. Reportedly, the device fired partially and would not release. The surgeon inserted an additional trocar to correct the condition and complete the procedure. The hosp has reported the pt's condition is satisfactory.